Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. Failure analysis investigation also found both pitch cables were loose. Intuitive motion was not being experienced because both pitch cables were found loose at the wrist. The clevis did not exhibit any damage or wear marks. Both cable crimps remained in the clevis. Upon removal of the housing, the pitch cable was found loose at the clamping pulley but no loose clamping pulley screw was found. The instrument passed electrical continuity testing. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, it was noted that a broken wire was observed on the fenestrated bipolar forceps instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.